Event description:
Additional information received on 10/1/2024: the metal shavings were noticed on the final x-ray during the achilles speedbridge procedure. The debris was not removed, and all the implants in the kit were used in the procedure. At this time, there is no plan for a revision surgery. The case was completed in a normal fashion, with no delayed, and no additional anesthesia was needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was observed debris in the x-rays provided. Also, the cannulated drill bit c20663-01 of the 3.9mm bc achilles pars/amss cc had the flutes broken off. No broken pieces were returned for investigation. Functional testing was not performed due to the damage to the device. The most probable cause for the reported failure is due to misaligned insertion, prying/leveraging, and/or the user applying excessive mechanical forces upon insertion

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/27/2024, it was reported by a sales representative via (B)(4) that the cannulated drill bit from an ar-9929bc-cp pars achilles midsubstance speedbridge implant system left metal shavings in the patient's calcaneus. No additional information was provided.